Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor siltex round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 03, 2022, the mentor failure analysis lab has received the device for evaluation. On june 18, 2022, the evaluations for the devices were completed. It was reported that the concomitant right implant was damaged during the explantation surgery. Both breast prosthesis have been returned for analysis, however, we are unable to determine which breast prosthesis was the affected left side device initially reported. Therefore, the summary for both investigations will be provided. Device evaluation summary a: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 375cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior within the siltex cracking, measuring approximately 0.2 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device evaluation summary b: visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant was found to have a tear on the posterior view, measuring approximately 1.8 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).